Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had a pocket evacuation procedure due to a hematoma. This occurred approximately one week post implant. The hematoma has returned, and the patient is complaining of extreme discomfort. The entire system has now been explanted.

Event description:
It was reported that the patient had a pocket evacuation procedure due to a hematoma. This occurred approximately one week post implant. The hematoma has returned, and the patient is complaining of extreme discomfort. The entire system has now been explanted.